Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a laparoscopic nephrectomy procedure the device broke into pieces during the surgery. The device had been re-sterilized prior to use. An x-ray was utilized in search of each fragment of the device which were all retrieved by the forceps, and the procedure was completed with another device. The surgical time was not extended and there is reportedly no problem to the patient. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available.